Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had trouble with their bowel, urinary, and their pessary, starting 3-5 months prior to the report. Their gynecology healthcare professional (hcp) changed the pessary to a smaller one because the patient couldn¿t stop going to the bathroom. They also reported that they were in the hospital because they couldn¿t stop the urinary tract infection (uti), noting it was a very bad infection. They noted that they went to the outpatient hospital for this 1-2 months prior to the report. Their urologist was watching their bladder very carefully because of their kidneys, noting that there was swelling on their kidneys. They also noted that they had a little cancer, but their hcp said it was gone at the time of the report. The urologist knew about the bladder and bowel problem and knew the patient had a device, but noted that they didn¿t work with the device. The patient didn¿t have a follow-up hcp. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the patient also had a uti on (B)(6) 2012, which was also the day they were implanted with their device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.